Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The boston scientific technical services (ts) reviewed the event and there were beats that were undersensed due to large/small phenomenon. The ts states no programming changes recommended at this time since this a function of signal size and not the algorithm. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).